Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had buttons issue to enter the information in insulin pump. Customer¿s blood glucose level was unknown. The back light of the insulin pump was not as bright. Customer declined to transfer call to helpline. The insulin pump will be returned for analysis.